Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012 product type catheter. (B)(4).

Event description:
It was reported the hcp was unable to aspirate the catheter. It was noted the cause of the event was malfunction of connector site. A catheter dye study was done (B)(6) 2013 and the hcp was unable to aspirate the catheter. The catheter was revised (B)(6) 2013. The patient experienced nausea, vomiting, hot and cold sweats. The patient outcome was noted as no injury and post catheter revision the patient was doing fine. The pump was used to deliver morphine and bupivacaine